Event description:
There was an allegation of questionable elecsys anti-hbs ii results from the cobas e 801 module. For a serum sample from the patient, the initial result was 2 iu/l with a data flag. The repeat result using the other measuring cell channel was 36.5 iu/l. A plasma sample from the same patient had an initial result of 2 iu/l with a data flag and a repeat result using the other measuring cell channel of 56.5 iu/l. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot number was 71660001 with an expiration date of 31-jan-2025. The field service engineer found both measuring cells on the analyzer were due to be replaced. He replaced the measuring cells and performed checks and calibrations. The investigation determined the service actions resolved the issue.